Event description:
Discordant, falsely elevated sodium results were obtained on multiple patient samples on an advia 2400 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting as expected. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse cleaned the ion selective electrode module. Calibrations and quality controls were run, resulting within range. The cause of the discordant, falsely elevated sodium results is unknown, as samples resulted as expected upon repeat testing prior to service. The instrument is performing according to specifications. No further evaluation of the device is required.